Manufacturer narrative:
The recipient reportedly experienced an infection following revision surgery. The recipient will not be reimplanted. The recipient is in the process of healing.

Manufacturer narrative:
The recipient is reportedly in the process of healing. The recipient will not be reimplanted.

Event description:
The recipient reportedly had tissue that grew over the incision site that needed to be repaired. On (B)(6) 2019, the recipient underwent skin flap surgery. The recipient was medically cleared and resumed device use on (B)(6) 2019. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further information will be provided. The recipient¿s device reportedly will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection reportedly healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6) 2019, the recipient underwent surgery due to a post mastiodectomy inflammation and drainage. During surgery, the electrode array was noted to have extruded to the canal, necrotic tissue was removed from the temporalis muscle, and the skin flap was repaired. On (B)(6) 2019, the recipient's device was explanted due to device extrusion with drainage otorrhea and pus. The recipient also presented with aural polyps. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6) 2019, the recipient underwent surgery due to a post mastoidectomy inflammation and drainage. During surgery, the electrode array was noted to have extruded to the canal, necrotic tissue was removed from the temporalis muscle, and the skin flap was repaired. On (B)(6) 2019, the recipient's device was explanted due to device extrusion with drainage otorrhea and pus. The recipient also presented with aural polyps.

Event description:
The recipient reportedly had tissue that grew over the incision site that needed to be repaired. On (B)(6) 2019, the recipient underwent skin flap surgery. The recipient was medically cleared and resumed device use on (B)(6) 2019. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.